Manufacturer narrative:
Review of radiographic imaging studies found as follows: on (B)(6) 2010 lumbar CT complex fusion construct from l3 to s1, with two crosslinks. Axial views show large soft tissue mass or fluid collection posteriorly with the marginal calcifying measuring about 5cm by 8cm extending lateral and posterior to instrumentation. Spinal canal contents is obscured by artifact. On (B)(6) 2010 lumbar CT instrumentation has been removed. Fluid collection is slightly smaller. Some fluid in the retroperitoneal and psoas areas are noted. On (B)(6) 2010 CT lumbar again shown is area of previous surgery l3 to s1. Screws are gone. Decompression complete without dural sac compression. Erosion is seen at disc spaces at l5 consistent with infection. Abundant posterolateral bone graft is seen however solid arthrodesis cannot be verified. Air density is seen within the l5 disc space. On (B)(6) 2010 CT lumbar again pedicle screws are seen l3, l4, l5. Residual cement noted may be augmentation or residual from previous insertion. Fusion appears more solid. Some continued fluid noted posteriorly. On (B)(6) 2011 ap and lateral lumbar x-rays with dynamics which show no movement l3 through l5. On (B)(6) 2011 ap and lateral lumbar x-rays stable construct l3 to l5. On (B)(6) 2011 lumbar CT l2/3 dlif present uninstrumented with pedicle screws persisting l3-l5. Laminectomy present without nerve compression. Instrumentation is in good position. On (B)(6) 2011 lumbar CT no real interval change from study above. Instrumentation in good position. No new fluid collections or loss of position. On (B)(6) 2012 ap and lateral lumbar x-rays studies show same construct. Posterolateral fusion is apparent on ap view l3 through l5. Some erosion at l2/3 of dlif cage is noted. On (B)(6) 2012 ap and lateral lumbar x-rays ap lumbar films large ap of pelvis upper half of femurs and lumbar spine, show no additional pathology from what is noted above. On (B)(6) 2012 cervical ap and lateral x-rays.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with the following pre-op diagnosis: pain in lumbar spine, lumbar degenerative disc disease; spondylolisthesis at l4-5 ; lumbar stenosis ; nerve root compression and underwent the following procedure: lumbar laminectomy, foraminotomy ( l3-l5), lumbar laminectomy, foraminotomy, sacral laminectomy, foraminotomy (l5-s1), posterior instrumentation , arthrodesis, psf (posterior spinal fusion) up to 6 segments in which autograft, icbg allograft, morselized bone marrow aspirate, rhbmp2/acs were used.. No intra-op complications were reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.